Event description:
It was reported that during a scheduled ivc filter retrieval a hook of the filter fractured and was endothelialized in the vena cava. Reportedly, imaging performed before the retrieval did not show any problem or fracture with the filter without complications. After the filter was removed, the physician identified that a filter hook, approximately 1 mm, was missing. Post retrieval imaging identified the fragment was in the cava wall. There was no injury to the patient. Reportedly, the filter had an indwell time of 1055 days.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The explanted filter was returned; the evaluation identified one filter leg had a fractured hook. The piece of the hook still attached to the log was approximately 1 mm in length. The missing piece of the hook, which was not returned for evaluation, was approximately 2 mm long. Based on the product evaluation, the fractured hook was confirmed. The root cause is unk. The current IFU (instruction for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse effect.